Event description:
Boston scientific received information that a new device system was successfully implanted. Upon device check later than day, what appeared to be right ventricular (rv) non-capture was observed. A revision procedure was performed and the rv lead appeared to remain in the appropriate position, however it was observed that all of the slack was out of the right atrial (ra) lead. The leads were disconnected from the device. Once the implanting physician inserted the stylet into the rv lead, it dislodged from its original position into the apex of the patients' heart. The rv lead was revised successfully. The implanting physician then put the stylet into the ra lead and added some additional slack successfully. No further complications were reported. No other adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.